Manufacturer narrative:
The reported event of platen is breaking off at the lower hinge file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
The customer reported that the platen is breaking off at the lower hinge.